Manufacturer narrative:
Philips service performed body sensor calibration and handed over the system functional. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that table and c-arm movements failed; geometry malfunction on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.